Event description:
A patient reported experiencing inaccurate erratic results with a ot ii meter. The patient's blood glucose results were 66 mg/dl, 203 mg/dl. Tests were done 10 minutes apart with a difference of 90%. Patient did not experience any adverse events. No further information has been reported.